Event description:
Pt on hemodialysis machine approx 3 hours into scheduled 3.5 hours treatment when she became unresponsive. Frothy blood was noted in av-fistula needle lines. A 10 ml of blood was aspirated from needle lines prior to IV saline administration. Called 911, CPR performed, and AED applied. Paramedics arrived to the clinic. Pt was transferred to hospital where she later expired.